Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient reported being hospitalized due to a faulty (inaccurate) sensor. However, no specific cgm or bg meter comparison values were reported. The patient was wearing an omnipod insulin pump. No patient symptoms were reported. The patient was unwilling to provide dexcom with any further event information, including medication, treatment, or length of hospitalization details. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).